Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. The customer stated that she was experiencing explanted high glucose for the past three days. Troubleshooting was performed. It was stated that the events leading to her admission was weakness, vomiting, and chest pain. The programming, time, and date were correct. Performed fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 200mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.